Event description:
The hospital reported that during a coronary artery bypass procedure, there was no flow on the blower mister as the device was not allowing co2 or saline through. The hospital did not report any pt effects. The hospital was unable to provide additional information regarding this event.

Manufacturer narrative:
The blower mister was returned to the factory for evaluation. It showed signs of clinical usage and evidence of blood. A visual inspection did not identify any nonconformities which may have contributed to the reported event. A blower gas flow test was performed on the device; no nonconformities were found with the device. Based upon the evaluation results, the reported complaint could not be confirmed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).